Manufacturer narrative:
The product was not returned for evaluation, so the reported event, could not be duplicated. The device is no longer available to send back for evaluation.

Event description:
The user facility reported, the housing broke during a procedure, the battery fell to the ground. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported, the housing broke during a procedure, the battery fell to the ground. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.